Event description:
Medtronic received information that an apollo catheter was trapped in the onyx. Arteriovenous malformations (avm) procedure - use of a apollo catheter for the treatment of this avm. The placement of the micro cath was done , the onyx injected, impossible to remove the apollo - and undetachable . After several tries the catheter was broken. And a piece of the micro catheter left in the body of the patient. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. The vessel tortuosity was moderate. The access vessel was the femorale artery with a diameter of 2mm. Additional information received reported the patient is well now, but still experiences severe short-term memory impairment (neuro-psychological rehabilitation). The retreive the entrapped apollo multiple attempts to "classicaly" retrieve it by pulling. Apollo ultimately stretches, proximal part within va. Failed retrieval attempt with microsnare goose neck. The cause of the apollo entrappment was not determined. The proximal marker was not covered with onyx. The location of the avm was in the splenium of the corpus callosum. The waiting time between injections depended on filling of the nidus. When reflux was observed, waiting time up to 1-2 minutes is classically considered.there was con trolled onyx reflux proximal to detachable tip. The dead space of the catheter was filled with dsmo. Interventions include ventriculoscopy, then evd, icht managment, apt (aas).

Manufacturer narrative:
It was noted that 3 vials of onyx were used in the procedure of lot #s b581954 (x2) and b565056. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.